Event description:
It was reported by the patient, who has an implantable loop recorder, that the activator has no power. The activator is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.